Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The drugs taken by the patient were not tested for potential interference, and no known interference with the mentioned medications was identified. The root cause was attributed to a sample-specific discrepancy, as single false reactive results may occur with this assay due to its specificity being less than 100%. The customer was advised to perform the elecsys hbsag ii confirmatory test to validate the reactive results. For diagnostic purposes, results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
The initial reporter alleged a discrepant reactive result for a patient sample tested with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. On (B)(6) 2024, the elecsys hbsagii assay generated a reactive result of 120.2 coi, which was confirmed by a re-run with a result of 116.3 coi (reactive). Additional testing included a pcr test for hepatitis b virus (hbv), which was negative, and a vidas hbsag test, which was also negative. The anti-hbs parameter (hbsal) was reported as 82 iu/ml.